Manufacturer narrative:
The reported guide wire was received at csi for analysis. The guide wire was fractured, and the distal fragment was not returned. Scanning electron microscopy (sem) analysis of the fracture face shows evidence of possible fatigue as well as excessive wear to the guide wire near the fracture site. It is hypothesized that the guide wire fractured due to excessive wear and fatigue from spinning under axial compression within the vessel which reduces clearance between the driveshaft and guide wire. However, this was unable to be conclusively confirmed, and the root cause of the fracture is unknown. At the end of the device analysis, the reported event was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A viperwire guide wire and orbital atherectomy device (oad) were selected for treatment of a 99% stenosed, heavily calcified lesion in the mid to distal left anterior descending coronary artery (lad). Three treatments were performed. An attempt was made to advance the viperwire with glideassist mode but was unsuccessful. The oad was removed, and a microcatheter was used to attempt to advance the viperwire; however, the viperwire spring tip fractured and became embedded in the vessel wall. Unsuccessful attempts were made for three hours to remove the fragment. The fragment was abandoned in vivo and left freely embedded in the vessel wall. The procedure was completed with stent placement at the lesion, and the patient was stable following the procedure.